Event description:
Additional information provided: it was further reported that this occurred at the end of a procedure with no patient harm or case delay.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear-and-tear damage sustained over time in the field, consistent with the device¿s manufacturing date of 2020.

Event description:
On 08-dec-2025, it was reported by a distributor via (B)(4) that an ar-13998 labral scorpion's pliers would not close completely. This was discovered during use with no further information provided. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.